Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had three machine was in critical override and orders are not crossing over pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with the interface server. A technical support specialist (tss) found that the carefusion coordination engine (cce) server had not been restarted for over 400 days and had more than 10 pending windows updates, though no drive space issues. Restarted the server remotely while monitoring it. The reboot and implementation of 10 delayed windows updates took up to 2 hours to complete. The system functioned as intended after the technical supports specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had three machine was in critical override and orders are not crossing over pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.